Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 1.20mm x 8mm emerge balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with the original box. The batch number on the packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and in the balloon. Examination under magnification revealed scratches and a balloon pinhole over the markerband. Inner shaft buckling inside the balloon was also noted. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 1.20mm x 8mm emerge¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.